Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt/check te pad messages, damaged electrode belt connector) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the messages was the damaged connector wires. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was producing adjust belt, check belt, and check therapy pad messages and had a damaged electrode belt receptacle.